Event description:
A software deficiency in the donor management info system module of national biomedical computer system, version 1.3., caused the software to fail to meet requirement 3.2.2.3.2.3 which states: "when incorrect health history registration date is removed, the system shall de-assert any assertions associated with the data, except if the same assertion is on the donor record before the incorrect hh data was entered." The national biomedical computer system permits supervisors to remove health history deferral codes, which represent reasons for health history deferrals, from the donor record in the event of a data entry error. In some cases, when a supervisor removed deferral codes from a donation record, the system could also remove associated assertions which should have remained in the donor record. Upon further investigation, red cross determined that the error would only occur with deferral assertions that existed in a donor record prior to migration to national biomedical computer system 1.3 (i.e. From earlier versions of national biomedical computer system or from a legacy system). These previous-to-national biomedical computer system-1.3 deferral assertions could be inappropriately eliminated when an associated health history deferral code was removed from a donation record created after migration of the donor record to national biomedical computer system 1.3. The problem was traced to a table in national biomedical computer system 1.3 designed to hold the records of previous assertions. The system was designed to check that table for the existence of previous assertions before eliminating any assertions associated with the deferral code being removed. However, the table was only populated with assertions that had been applied following migration to version 1.3, and it did not include assertions which existed prior to the migration. The system operated as required in cases where the associated deferral assertion was applied under national biomedical computer system 1.3.